Event description:
The patient reported blood glucose results of "59 mg/dl, 93 mg/dl control, and 101 mg/dl" with the company meter, performed within 10 minutes of each other. The test strips were replaced. The customer care agent (cca) verified that the test strips were within expiration date, stored properly, and not opened longer than the discard date. The pt was using the incorrect technique to clean the puncture area. The pt was applying the sample correctly to the test strip. The calibration code and unit of measurement were set correctly. According to the pt, she started using the meter six weeks prior to contacting lfs and had not cleaned the meter since then. The cca walked the pt through two consecutive control solution test and the results fell outside the specs (137 mg/dl & 147 mg/dl/84-126 mg/dl). The cca also walked the pt through a check strip test and the result fell within specs (89/77-103).